Event description:
It was reported that during recanalization procedure, the catheter allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510k number for the rotarex products is identified in d2 and g4. H10: d4 (expiry date: 11/2023), h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during recanalization procedure, the catheter allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned to the manufacturer for evaluation. An x-ray picture of the intervention area with a stent and a ruptured vessel visible, has been provided. The investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510k number for the rotarex products is identified in d2 and g4. H10: d4 (expiry date: 11/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510k number for the rotarex products is identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no sample received for investigation. The customer reported that the helix broke and detached from the rest of the catheter. The customer provided an x-ray picture of the intervention area with a stent and a ruptured vessel visible. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rotarex catheter¿s helix broke and detached during a procedure. An attending representative noted that the procedure involved a steeply angled endovascular aneurysm repair (evar) stent graft, which posed a possible risk for catheter breakage. Despite warnings and observed difficulty advancing the introducer sheath, the physician proceeded with the use of a 10f rotarex. The catheter broke within seconds. The physician completed the procedure successfully using pta and did not initially report the incident or submit the device for analysis, as they believed the cause was evident. Although there were no reported clinical signs or consequences to the patient, an x-ray image was provided showing a stent and a ruptured vessel. No additional information was provided regarding the nature or outcome of the vessel rupture.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 11/2023).

Event description:
It was reported that during recanalization procedure, the catheter allegedly broken. The procedure was completed using another device. There was no reported patient injury.